Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for an upgrade, upon interrogation the right ventricular lead exhibited noise.. The lead was capped and replaced on (B)(6) 2016. The patient was asymptomatic and there were no complications.